Event description:
Biliary drainage catheter was successfully placed in 2002. The patient was admitted to the hospital in 2002 for treatment endovenous antibiotic treatment. It was noted at that time, that the distal portion of the catheter had fractured. The catheter was removed and another catheter was placed. The patient's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. Without evaluating the device the company's unable to determine if it met specifications. User technique and/or patient anatomy may have contributed to this event, however co is unable to determine the exact cause for this event. Directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement."